Manufacturer narrative:
(B)(4). Tibiotalar calcaneus fusion with locking posterior foot fusion intramedullary nail in the treatment of peri-talus lesions wang lu-jun, xu wei, wang zi-hong, peng ming-xue, zhang jian-zhong. Department of orthopaedics, huairou hospital, beijing, 101400, china. Doi: 10.3969/j.issn.2095-252x.2021.01.013.

Event description:
It was reported that in the literature review "tibiotalar calcaneus fusion with locking posterior foot fusion intramedullary nail in the treatment of peri-talus lesion", 1 patient had local irritation of the distal locking nail, and symptoms improved after key removal, and 1 patient had a stress fracture of the intramedullary nail and was treated with open reduction and internal plate fixation blockade with minimally invasive percutaneous plate osteosynthesis. The outcome of the patients are unknown. No further information available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint no further information will be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes for the local irritation could include but are not limited traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Possible causes for the fracture of the intramedullary nail could include but are not limited to traumatic injury or excessive forces applied to the implant. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.